Event description:
It was reported that the customer had an unexpected restart alarm after changing the battery. Customer tried a few batteries and then received the alarm. Customer's blood glucose was 10.9 mmol/l. Customer was advised that this alarm is a safety alarm that indicates the battery has not been in place for some time. Customer's mother mentioned that the customer received a motor error alarm that occurred some time ago after a set change. Customer also had received a no delivery alarm. Customer was advised to disconnect from the pump and that a replacement will be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump passed the reset error test with no alarm. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.